Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of the needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date for the treatment of incontinence. During the procedure, the introducer bent and the metal spike went through the plastic. Another like device was used. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.